Event description:
It was reported that the right atrial lead exhibited unsatisfied threshold and sensing readings. Upon review, the patient had pneumothorax and it might have caused micro-movement to the lead. The lead was repositioned. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Correction- should also have selected "product problem."